Event description:
A literature article described a prospective single-surgeon study between 2020 and 2023 of 50 patients (26 females, 24 males with a median age of 57 years) who underwent reduced-port robotic pancreaticoduodenectomy (rprpd) surgical procedures. The study was conducted to evaluate the results of single-site plus-two ports rprpd surgical procedures with gooseneck traction. The article mentioned six patients who had clavien-dindo grade iiia or higher complications. The complications included 3 patients who had postoperative pancreatic fistulas, one patient with a bile leakage, one patient with a pneumothorax, and one patient who had post-operative bleeding. Medical interventions required as treatment for the complications were not identified. There was no report of da vinci device malfunctions or that a da vinci device caused or contributed to the events.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. A system log review was not performed since there is insufficient or unconfirmed product/event information. Requests for additional information from the designated author were made; no response has been received. Citation: ninomiya, r., komagome, m., abe, s. Et al. Reduced-port robotic pancreaticoduodenectomy with optimized surgical field deployment: early results of single-site plus-two ports method. Surg endosc 38, 5422¿5429 (2024). Https://doi.org/10.1007/s00464-024-11097-y. In section b3, there is insufficient information regarding the procedure date; therefore, the article publish date was used. In section d4, there is insufficient information to determine the specific system that was used during the procedures with complications, thus, a generic xi system was reported.